Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. It was reported that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 24 and 36 hours on the leg. It was noted that the cannula was possibly not inserted correctly into the infusion site. Symptom reported include hyperglycemia and vomiting. The patient was treated with insulin via intravenous, fluids and received medications for nausea/vomiting. The patient was discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.